Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were contributing to their high blood glucose. Customer stated their blood glucose would range from 250 mg/dl to 300 mg/dl. Customer's blood glucose was 63 mg/dl at the time of the call. The customer also stated their air bubbles would start at the reservoir, and end up in the tubing. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.